Event description:
I had essure implanted in 2008, and had the hsg 3 months later confirming 100% occlusion. I had constant dull, abdominal pain combined with excruciating cramping during periods since implanting. I experienced extreme fatigue and brain fog starting in 2009, which rendered me unable to work. I developed allergic reactions to all metals that touched my skin, including gold, silver, stainless steel, and all zippers and buttons on clothing. I began having rashes and swelling on my arms and legs. My vaginal fluids caused burning, swelling, and rashes anywhere they touched my husband. My abdomen would bloat and swell severely throughout the course of a day. I would gain 3 clothing sizes within 6 hours. I visited the ER several times for the extreme pain, only to be told everything was fine. In 2013, I became pregnant in (B)(6) and miscarried in (B)(6). After that, the fatigue and pain intensified until I had the essure coils surgically removed in (B)(6) 2013. All symptoms gone within 48 hours of surgery.